Manufacturer narrative:
The system was examined and the reported event was confirmed. The field service engineer (fse) found a mounting screw was sheared off. The dovetail was replaced to resolve the issue. The system was tested and found to meet product specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to a sheared screw on the dovetail. However, how the screw became damaged cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported the aberrometer seems loose on scope before surgery. No patient involvement.